Event description:
It was reported that during a ptca procedure, the maverick2 monorail ptca catheter shaft separated. The lesion being treated was in the mid left anterior descending (lad) coronary artery. The physician was preparing for the procedure, and felt that the balloon of the maverick2 monorail ptca catheter wasn't prepped well and reprepped the balloon. He inserted the maverick2 monorail ptca catheter, and attempted to inflate the balloon, but it didn't seem to be holding. The physician then pulled the balloon to determine the problem, and the proximal part of the shaft came out, but the remainder of the balloon remained in the patient. Another wire was used to successfully retrieve the remainder of the balloon from the guide. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'ok'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.